Manufacturer narrative:
MDR ID: updated from 3001236349-2011-00007 to 2134265-2011-02689 to indicate the change in complaint management center change from (B)(4). Manufacturer name: corrected to boston scientific - (B)(4). Upn-search: corrected from m00421000tc0 - maestro 3000 rf cardiac ablation control 21000tc to m00421000tcz0 - maestro 3000 rf card ablat contr zero - 21000tcz. Catalog/model #: corrected from 21000tc to 21000tcz. Upn: corrected from m00421000tc0 to m00421000tcz0. (B)(6). Device evaluated by manufacturer: an examination of the returned device revealed that the maestro controller passed power-on self-test and all steps of its final test that could be performed without removal of the device cover. Review of the maestro controller service code history did not find any errors related to the customer's complaint. (B)(4) was able to determine that the device was functioning as intended. Rf delivery testing was performed at ambient conditions with customer's memory 1 to memory 5 settings using pod test fixture, catheter simulator, and 100 ohm load at 220v. Rf output was monitored and the device passed all testing with no occurrence of the customer's complaint. Additional testing was performed during rf delivery and in ready states in which the power cord was intentionally disconnected from the maestro controller to simulate the generator turning off suddenly. The device shut down power as expected and when powered back on, it passed power-on self-test. Customer's memory 1 to memory 5 settings were stored within the maestro controller. There was no occurrence of the customer's complaint of ''parameters were lost from memory.'' Environmental stress testing was performed with no occurrence of the customer's complaint. During environmental testing at these conditions, rf delivery testing was performed with customer's memory 1 to memory 5 settings using pod test fixture, blazer ii xp catheter, and 100 ohm test load. The device passed all testing with no occurrence of the customer's complaint. (B)(4) performed visual inspection of the maestro controller with the top enclosure removed. Nothing was found during visual inspection of the device that could account for the reported issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
During rf ablation, the generator turned off suddenly and then turned back on by itself with different parameters, the patient/procedure information was no longer in the memory.